Event description:
The customer reported the generation of erroneously low patient results with g flag for multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from one (1) patient sample.

Manufacturer narrative:
Beckman coulter customer technical support evaluated the dxc 700 au chemistry analyzer, and performed troubleshooting with the customer. Cts guided the customer in replacing the sample syringe. Replacement of the sample syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).